Event description:
Baker class 4 capsular contracture and rupture of silicone breast implants which required removal and replacement of implants bilaterally.

Event description:
Baker class 4 capsular contracture and rupture of silicone breast implants which required removal and replacement of implants bilaterally.